Event description:
Patient reported that he had the thermatrx treatment in 2007. Patient stated, he was admitted ot the hospital twice within the "first week" for retention and "terrible scrotal swelling." Patient complains still of "a lot of pain, swelling, edema, and leaking everywhere... I spray all over the place and have to use a cup right at the end of my penis to keep from peeing on the bathroom walls."